Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was allegedly broken outside while exchanging dressings, so the catheter was removed from the patient. Reportedly, one of the dressings had been placed on the skin, the proximal end of the catheter had been put on the dressing, and the other one of the dressing had been placed on them in order to fix the catheter. In short, the catheter had been sandwiched between the dressings. The operator supposes that it contributed the alleged catheter break that tension had been applied to the catheter due to the condition that the catheter had been sandwiched between the dressings, so he/she asked to investigate whether or not the product strength is one of the factor of the alleged break. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample contained a complete break between the 43cm-44cm depth markings (3.8cm distal of the clear strain relief sleeve). A statlock catheter securement device remained attached to the suture wings and an extension tubing line was also returned. Tactile evaluation of the catheter confirmed tensile strength loss on both sides of the break site with greater strength loss on the proximal end. Microscopic examination of the fracture surface found that the overall appearance as dull and granular with a concave-convex feature set on the two halves. Further examination revealed a superficial tear in the catheter 1mm distal of the fracture site on the distal catheter segment. A linear impression was seen leading into the tear and surface was dull and granular. The observed fracture features were characteristic of a combination of two contributing factors: catheter wear against another object (resulting in a partial tear), and a tensile pull which broke the weakened catheter. No potential manufacture contributing factor was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was allegedly broken outside while exchanging dressings, so the catheter was removed from the patient. Reportedly, one of the dressings had been placed on the skin, the proximal end of the catheter had been put on the dressing, and the other one of the dressing had been placed on them in order to fix the catheter. In short, the catheter had been sandwiched between the dressings. The operator supposes that it contributed the alleged catheter break that tension had been applied to the catheter due to the condition that the catheter had been sandwiched between the dressings, so he/she asked to investigate whether or not the product strength is one of the factor of the alleged break. There was no reported patient injury.